Event description:
It was reported that the lead would not stay in the right ventricular (rv) port and would not advance past the rv set screw. The device was never implanted. It was noted that post procedure, the representative was able to get the pin plug past the rv set screw but was unable to get the pin plug past the atrial set screw. Despite repeated attempts to unscrew the set screw and "jimmy" the plug and lead, they were unable to get them to advance and stay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-58 implantable tachy lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.